Manufacturer narrative:
Citation: shuvy m. Preprocedure anemia management decreases transfusion rates in patients undergoing transcatheter aortic valve implantation. Can j cardiol. 2016 jun;32(6):732-8. Doi: 10.1016/j.cjca.2015.08.018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding preprocedure anemia management reducing transfusions in transcatheter aortic valve implantation (tavi) patients. All data were collected from a single center between 2012 and 2014. The study population included 239 patients (predominantly male; mean age 83 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: life-threatening bleeding, anemia, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.